Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was mark observed on the lens during handling, prior to insertion into patient's eye. Additional information received on (B)(6) 2025 stated that lens was inserted into the patient and the mark was noticed. The doctor tried to remove the mark but was unsuccessful so the lens was removed from the patient's eye. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: sept 02, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: the original folding carton was received with a plastic container inside. No lens or handpiece was received for evaluation. Product evaluation was not performed because the suspect product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.